Manufacturer narrative:
Investigation pending.

Event description:
Caller (pt's wife) alleged discrepant results compared with the nurse's meter (unk brand). Results as follows: date: (B)(6) 2011, inratio2: 3.2, nurse's meter: 2.0. Pt's therapeutic range changed from 2.5-3.5 inr to 2.0-3.0 inr. Pt was still on lovenox at the time of testing. His last shot should be on (B)(6) 2011.